Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that he was in the hospital for low oxygen levels. The customer said that he had a hard time speaking and that was the reason he went. The customer said he was wearing his insulin pump at the time of the visit and was trying to issue a bolus for his breakfast meal. The room was too dark and the customer pushed the wrong buttons and now he has a blood glucose level of 535 mg/dl. No further information was reported.